Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the hcp reported patient no longer has their patient programmer, and per patient does not know if it is currently on because it doesn't work anymore. Hcp does not know managing hcp or how long the patient has not been getting therapy benefit. Recommended caller has patient reach out to mdt for a patient programmer. Patient is currently admitted, redirected caller to nas for rep pageout. No further complications were reported at this time.